Manufacturer narrative:
The ge representative performed an on site investigation. The voltage to the power supply in the c-arm and the voltage to the work station were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported, the monitors displayed images then went blank. No report of patient injury.